Manufacturer narrative:
A review of device history records was conducted for product code bvt612030, lot# 551094. This lot was 100% visually inspected with no defects detected. A maude event report was received for this complaint, (B)(4).

Event description:
The procedure was on the peroneal artery clot via the femoral artery. While injecting tpa into the injection port, fluid began leaking around the catheter and balloon inflated when he attempted to deflate the balloon it would not. A pseudoaneurysm developed in the peroneal requiring the use of a 3mm diameter stent graft.